Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and loss of capture attempts were made to electronically reposition the lv lead to obtain better measurements but were unsuccessful. It was suspected that the lead had dislodged. No adverse patient effects were reported as the right ventricular (rv) lead was pacing normally and providing ventricular therapy. Additional information was reported that threshold testing was again performed on this lv lead another day later and it was discovered that the pacing threshold measurements had decreased. As a result, the physician decided to not surgically intervene to reposition this lead and the patient will continue to be monitored. A chest x-ray was never performed so it could not be confirmed if the lead had actually dislodged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 83 mm from the terminal pin with only the proximal segment returned. Resistance tests was completed to assess electrical performance; measurements throughout these tests were within normal limits. The clinical observations could not be confirmed through analysis.

Event description:
New information received indicates that this lead was explanted and returned for analysis.